Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump's black box showed evidence of a call service 060 rtc error on (B)(6)2019. During testing, the pump powered on to a blank screen and continuous vibrate alert. The original complaint of a call service alarm issue was unable to be investigated due to the blank display issue. Unrelated to the original complaint, a visual inspection revealed multiple cracks in the battery compartment. The pump cover was removed and showed evidence of moisture located on the internal printed circuit board components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm issue. It was reported that the pump emitted a cs 060 call service alarm. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.